Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The doctor reported via phone call that the customer had visited the emergency room due to high blood glucose level of 430 mg/dl. The customer experienced nausea and vomiting. It was unknown if the insulin pump was on auto mode at the time of the incident. The insulin pump will not be returned for analysis.